Event description:
It was reported that the wake button on the pump was not working. There was no adverse impact to the customer's blood glucose level. Customer stated that the issue resolved on its own and declined to troubleshoot the issue further with tandem technical support, therefore no additional information was obtained.